Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14569 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on 08-june-2024 and 09-june-2024. The first event occurred within less than a day of insertion and second event occurred within 24 hours of insertion. The blood glucose level was 200-210 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available